Event description:
A home patient contacted baxter's technical service center for assistance in ending their automated peritoneal dialysis therapy early. Per initial report, the home patient "woke up confused in dwell 2 disconnected form patient line", a small amount of solution was noted to have leaked from connection, in response, the home patient reconnected themself to the setup. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at time of call.